Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter; further described as ¿the beige catheter adapter connector and titanium adapter were not closed completely¿. This was observed during use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter and the titanium adapter was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the sample was received for evaluation with a cap attached to the female connector and wet iodine substance inside the patient adapter. A visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing including leak, clear passage, clamp function and integrity of seal surface testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.